Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 25-aug-2025, the user reported their ilet screen went black about an hour before a planned supply change. The device continued charging and alerts were still active, but the screen was unusable. The agent initiated a replacement. No blood glucose (bg) values were affected. No symptoms were reported during the event.